Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of this investigation are inconclusive because the aso was not returned for evaluation. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown. This event was reviewed by the sjm erosion board who confirmed that erosion occurred.

Event description:
A 26mm amplatzer septal occluder (aso) was implanted on (B)(6), 2015. On (B)(6) 2015 the patient presented to the hospital with jaw pain and an effusion which was confirmed on echo. Pericardiocentesis was performed and 400cc of fluid was removed after which the patient was sent for surgery where the aso was explanted. At the time of explant, on the top of the right atrium, near the right atrial disc of the aso, a perforation was noted. The perforation was repaired with a surgical patch. The patient is recovering well.